Event description:
A malfunction was reported on the pump, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.